Event description:
The hospital reported that during a surgical procedure the ceramic tip of a resectoscope broke off in the patient's bladder. The hospital made several attempts to retrieved the broken piece without success.

Manufacturer narrative:
The device in question has not been returned to olympus for investigation. Therefore no conclusion can be drawn at this time. This report is being filed in an excess of caution. If the device is returned and further significant information is found, a supplemental report will follow.